Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, there was a generator error code 5 - instrument, then realized that the active blade had broken off and was on the floor (not in the patient). A new device was opened to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 5/12/2009. Information anticipated, but unavailable at this time.